Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that her meter would not power on. The medical affairs specialist mailed a letter 2 days later, since the pt could not be reached by telephone for further clarification. The pt had not been able to test on her meter for approximately one week. She stated that she visited her dr; the date is not known. The pt was treated with insulin, however, the pt's blood glucose at the time is not known. The pt stated that she did not have a new battery to replace the old one. The pt stated that she would purchase a new battery and call lfs for further assistance, if needed. Although co does not know the pt's blood glucose result, co does have info that the pt was unable to test, which resulted in her receiving treatment for high blood glucose from a medical professional.